Event description:
Review of an article revealed that a vns patient experienced a seizure increase, slightly above pre-vns baseline. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Ardesch jj, et al., vagus nerve stimulation for medically refractory epilepsy: a long-term follow-up study, seizure: eur j epil (2007), doi:10.1016/j.seizure.2007.04.005.